Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod. The pod was loose and the cannula was dislodged. When removed from the infusion site, the pod's cannula was also found bent. As treatment for hyperglycemia, a bolus of insulin (8.5u) was delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).